Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no documentation of a causal relationship between the event and the liberty cycler or cycler set. Additionally, the pdrn stated this patient does not practice aseptic technique while setting up for pd therapy. There is no allegation of a machine malfunction or cassette leak reported for this event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized for peritonitis. The patient had presented to the clinic with severe abdominal pain and cloudy effluent. The patient was subsequently hospitalized where he was diagnosed with peritonitis. The pd effluent culture was positive for pseudomonas (species unknown) and the patient was prescribed/treated with ceftazidime (route, dose, strength, frequency and duration unknown). The patient¿s white blood cell (wbc) count was 14,000 (units unknown). Per the pdrn the patient does not practice proper aseptic technique when setting up for dialysis treatments. The patient also suffers from dementia. The patient was discharged from the hospital after three days with a prescription for antibiotics for 21 days (type, route, dose and frequency unknown).